Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was patient reported they started to feel jolts like a rubber band snapping in their body just when twisting or moving. Pt met with manufacturer representative (rep)  in person about the issues. Pt noted their rep adjusted their programming for 3 hours and noted 2/3 of the lead was working and 1/3 wasn't working. Pt noted their right leg, which was worse than their left leg, wasn't getting relief and yesterday they noted they felt 10-20 jolts in their upper torso. Pt's rep told the pt to call and speak with an engineer since they haven't experienced something like this. Pt noted they were planning to have the ins taken out. Patient services specialist (pss) reviewed role of representative and provided the patient with the  national answering service (nas) number  for their healthcare provider (hcp) office. The patient was redirected to their healthcare provider to further address the issues.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name specify surescan; product ID: 977c165; product type: 0200-lead; implant date: on (B)(6) 2018. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.